Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (con (B)(6)) was not returned for evaluation. The reported low sound event could not be confirmed due to insufficient evidence. Log file analysis revealed a controller power up with an associated motor start event on (B)(6) 2021 at 12:43:35. Analysis of the event log file revealed that, prior to the first power up event, the controller last had power on 08-jan-2021; indicating the power up most likely occurred during a controller exchange. Log file analysis revealed another controller power up with an associated motor start event on (B)(6) 2021 at 11:47:14. The data point prior to the second loss of power revealed that bat (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and bat (B)(6) was connected to power port two (2) with 87% rsoc. The data point recorded after the second loss of power revealed that bat (B)(4) was connected to power port one (1) and bat (B)(6) was connected to power port two (2). An additional controller power up was logged on 21-nov-2021 at 16:57:30. T he data point prior to the loss of power revealed that bat (B)(4) was connected to power port one (1) with 71% relative state of charge (rsoc) and bat (B)(4) was connected to power port two (2) with 22% rsoc. The data point recorded after the loss of power revealed that bat (B)(4) was connected to power port one (1) and bat (B)(4) was connected to power port two (2). The controller was without power for 10 seconds and 14 seconds respectively. As a result, the losses of power were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported low sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a faulty speaker. The most likely root cause of the first loss of power on (B)(6) 2021 can be attributed to a controller exchange. A possible root cause of the observed losses of power on (B)(6)2021 and 21-nov-2021 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alarm sounds were very low, and the controller exhibited two unexpected losses of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding patient information, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.